Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion system pump overinfused. The patient arrived at the unit intubated and receiving infusions of midazolam, propofol, and fentanyl for sedation. The patient was noted to be unresponsive, prompting review of the infusion settings by the admitting nurses. It was identified that the midazolam infusion had been programmed under a seizure protocol rather than a sedation protocol, resulting in administration at a rate of 28 mg/hour instead of the ordered range of 1¿10 mg/hour. The provider was notified, and it was confirmed that the patient had not been prescribed the seizure protocol. The midazolam infusion was subsequently weaned, and the propofol infusion was discontinued. No additional information is available.